Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of varied injuries are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient representative reported ¿sharp shooting pains through breasts, hard bump sticking out through [patient¿s] skin at the top area of left breast in which the doctor stated was the tab on the implant, and lost nipple sensation,¿ and alleges the patient has ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. Device remains implanted. This record is for the left side.